Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the display screen had become dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2014 with the following findings: the text on the display screen was dim/faded and discolored. Unrelated to the display issue, the battery compartment was cracked below the finger pad extending down to the primary seal. There was no issue with a loss of power observed during investiagation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).